Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been leaking again, unsuccessful with the therapy, and they were soaking their pads. The reporter stated that this happened after the patient got treatment for prostate cancer. They contacted the doctor and was told that they did not believe this would affect the device. The reporter further stated that, in fact, the device was turned off but had since been turned back on and was not successful. The stimulation was turned on and increased to 1.8. The reporter was not with the patient during the report and did not have access to the programmer. Therapy considerations were reviewed with the reporter. The reporter was redirected to follow up with the healthcare professional (hcp) if the issues did not resolve. There were no further complications reported or anticipated.